Event description:
A medtronic rep reported that while doing a fluromerge case, the system showed the instruments to be gray and hard to see. The medtronic rep reported that normally the cad drawing of the instrument is blue, but is appearing gray, and because it is showing gray it is very hard to see. The complaint is that the driver cad model is being displayed in the 2d fluoroscopy procedure without color (gray). Rep called back in 15 minutes to report additional details; when she chose switch to cylinder the cad drawing switched back, the probe was black again. She reported that this happened when navigating a screw. The surgery was completed with the use of the stealthstation. There was no impact on pt outcome.

Manufacturer narrative:
Software investigation complete. Incorrect cad model. User error contributed to the event.